Event description:
Information was received from a healthcare provider via a manufacturer representative regarding spacers implanted in a patient. Pre-op diagnosis was lumbar degeneration, stenosis. Procedure or technique used was l4/s1 lumbar laminectomy and transforaminal interbody fusion. It was reported that post-operatively, on a 6 month follow up appointment, radiographs showed cage collapse in situ. There were no p atient symptoms or complications as a result of this event. Additional information received from manufacturer representative reported that two cages collapsed (lost height) from their initial position post op. No treatment or additional surgery planned due to coll apse of cages.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA pr 691121. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.